Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep when a second firing of the instrument was attempted the instrument jammed. A second instrument was opened and the case was completed. There was no consequence to the pt.